Manufacturer narrative:
Traceability reviewed and inspection record does not reveal any non compliance on this lot. From information received, surgeon encountered sclerotic bone, but no confirmation about use of starter awl (instrument to create path for anchoring plate into hard / sclerotic bone). Additional information was requested. Device not returned to manufacturer.

Event description:
Avenue-l : anchor didn't deploy the second anchoring plate wouldn't deploy because of sclerotic bones. No issue for the first one. The entire construct was removed and a new one was implanted.

Manufacturer narrative:
After several attempts to obtain information on this event or patient outcome, no information received. Product was not returned to ldr medical / zimmer biomet, no visual examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Reporter has not mentioned if starter awl was used before impacting anchoring plates. Its use is particularly recommended in cases of hard bone, sclerotic type. Customer had starter awl at disposition. Starter awl are usually invoiced to this customer but was not billed for this specific surgery. So customer did not use starter awl regarding investigation, recurrence of this kind of issue & DHR review, it is believed that issue is related to user error (failure to follow surgical technique, starter awl was not used).